Event description:
It was reported that bd alaris pump module smartsite infusion set was disconnecting the following information was received by the initial reporter with the following verbatim: reporting that end of IV pump set that screws onto the IV catheter disconnected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
The customer reported the luer disconnected at the tip, and returned one photo of material 2420-0500, lot 24053210. There is no physical sample available for evaluation. The photo verifies the complaint of male luer tip broke off. The plant was notified. Device history record review for model 2420-0500 lot number 24053210 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the tip break was not able to be found, without a physical sample investigation. The plant was alerted but was not able to make any conclusions. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.